Event description:
It was reported via repair work order that the right siderail was not locking into position due to malfunction siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.